Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. The device booted properly, however the display was not visible. Bench testing revealed a malfunctioning inverter board. The service technician replaced the inverter board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator experienced a black screen and would not power off prior to placing the ventilator on a patient. The customer confirmed that there was no patient involvement associated with the reported issue.